Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was discharged 2 days later. 5 days later, the pt returned to the physician's office for a follow-up appointment. The pt complained of having a fever for a couple of days and drainage from the site. The pt was admitted to the hosp with an abcess of the site. An incision and drainage procedure was performed and IV antibiotics were administered. No further complications were reported.